Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and confirms that this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Vegetations. Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic valve endocarditis. According to the operative report, the patient presented to the hospital with stroke. It was found that he had vegetation formation on the bioprosthetic valve with positive blood cultures for (B)(6). Upon inspection, it was seen that the valve was extensively involved with vegetation involving all three leaflets. There was one large very prominent vegetation measuring approximately 1.5 cm in dimensions. There was no leaking of the aortic valve. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was strep.

Manufacturer narrative:
(B)(4) = device not returned. Additional manufacturer narrative: the device history record review is currently in progress, and will be reported once completed. Despite multiple follow-ups with the healthcare provider, no additional information was provided such as cause of explant, operative report, device status...etc; therefore, no further investigation can be performed into this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' valve was explanted after an implant duration of approximately 68 months, and placed with another edwards' valve. Despite multiple follow-up attempts with the healthcare provider, the reason for explanting the device was not provided. No further details were reported.